Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint of "jaws appear to be damaged". One of the grips exhibits damage on the outer surface in three different locations. Grip damage appears to have caused material to be missing. The largest section with material missing measures roughly 0.041" x 0.239". Two of the three damage areas have similar stepped structure on their fracture surfaces. Root cause was attributed to user mishandling, such as collisions with other instruments or sharp objects. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the prograsp forceps (part# 471093-11 / lot# k10210921 / sequence# 0072) associated with this event has been performed. Per this review of the logs, the instrument was last used (B)(6) 2022. On system serial# sk0754 with 10 uses remaining. Based on this review, the instrument was not used in the reported event date or in any subsequent procedure(s) after its last used. There was no image or video clip submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported as a reportable malfunction due to the following conclusion: failure analysis acknowledges that fragments was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the prograsp forceps had physical damage on the jaws. No fragment fell inside the patient. No known impact or patient consequence was reported.